Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had to adjust their therapy settings for their cervical spine when they lay down because they felt a shocking sensation going down their right arm that goes with their heart beat since several months ago, in 2024. Patient noted they saw their healthcare provider yesterday and patient wanted to meet with a mdt rep. Agent reviewed role of representative and provided the patient with the nas number for their hcp's office. Agent had difficulty hearing/understanding pt due to the quality of the call. It was noted the patient had a constant headache.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they met with a manufacturing representative on the 10th and was reprogrammed. They stated that they have it on "manual" but the shocking sensation is still there. They turned the stimulation up high enough to block.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported they do not believe the headache to be related to the device/therapy, but due to other unrelated issues. The cause of the shocking was not determined and is ongoing. If the pt changes positions or raise their arms or clear their throat, they feel the shocking. Sometimes the pt's whole body vibrates. Steps taken were to reduce the intensity. Resolution was asked, but not answered.